Event description:
In 2009 - customer reported fluoro was intermittently not available during the scheduled procedure, due to a footswitch malfunction. The procedure was completed in a back-up suite; there was no adverse effect to the pt.

Manufacturer narrative:
Field service engineer troubleshot the intermittent no fluoro issue to the footswitch. Fse found that the fluoro/dps footswitch cable was pulled out from the strain relief at the footswitch. Fse reconnected the cable internally and secured the strain relief. Fse then checked for proper operation per hut dr service manual and returned unit to service.